Event description:
Pain - metallosis, pseudotumors, anxiety; received a pinnacle 'uou' implant in right hip - surgery is successful, but needed to monitor carefully and now needs revision. I have copies of annual and semi annual bloodwork 2010 to 2021. Cobalt and chromium now 43/17 - very high. Have annual x-rays and 2 mris.